Manufacturer narrative:
Device br 16 025 was inspected for investigation purposes. It was identified that the head holder was non-functional due to insufficient lubrication applied during the manufacturing process. A CAPA has been opened to address the manufacturing deficiency.

Event description:
It was reported that during a surgery, the head holder adaptor was non-functional. A second registration was required due to movement of the patient's head. A delay of 30 minutes was reported.